Manufacturer narrative:
H6: medical device problem code 1494 / incorrect anatomyh6: added: 'medical device problem code 1494 / incorrect anatomy'.

Event description:
It was reported in a research article that sixty patients were treated with a supera stent in the juxta-anastomotic stenosis (jxas) in the radiocephalic arteriovenous fistula (avf) which were failing, particularly where previous interventions have failed. The aim of the study was to determine the long term patency and clinical outcomes for hemodialysis patients after the implantation of the supera to treat the jxas. The area was pre-dilated with an armada balloon and the supera stent was then deployed. Two procedures encountered difficulty in retrieving the delivery system of the supera as the tip caught on the stent. Manipulation of the guide wire allowed for the tip to detach and the delivery system was then removed. An additional 19 patients also had an absolute pro stent implanted in the more proximal cephalic vein. Spasm of the radial artery was observed during the procedure, which was allowed to resolve without intervention. Bruising was observed in 10 cases and was resolved by the first clinical follow up. Mal apposition of the supera stent was noted but this was associated with statistcally significant improved stent patency, while post dilatation of the stent is associated with earlier statistically significant restenosis. There was stent restenosis as well as thrombosis of the avf which was managed with angioplasty/thrombectomy. Additional details can be found in the attached article "long-term results of interwoven nitinol stents to treat the radiocephalic anastomotic arteriovenous fistula stenosis". Subsequent to the initially filed serious injury report, it was reported that the manipulation of the guide wire was performed to move the tip away from the stent and once the tip was moved away, the delivery system was then removed whole. No additional information was provided.

Event description:
It was reported in a research article that sixty patients were treated with a supera stent in the juxta-anastomotic stenosis (jxas) in the radiocephalic arteriovenous fistula (avf) which were failing, particularly where previous interventions have failed. The aim of the study was to determine the long term patency and clinical outcomes for hemodialysis patients after the implantation of the supera to treat the jxas. The area was pre-dilated with an armada balloon and the supera stent was then deployed. Two procedures encountered difficulty in retrieving the delivery system of the supera as the tip caught on the stent. Manipulation of the guide wire allowed for the tip to detach and the delivery system was then removed. An additional 19 patients also had an absolute pro stent implanted in the more proximal cephalic vein. Spasm of the radial artery was observed during the procedure, which was allowed to resolve without intervention. Bruising was observed in 10 cases and was resolved by the first clinical follow up. Malapposition of the supera stent was noted but this was associated with statistcally significant improved stent patency, while post dilatation of the stent is associated with earlier statistically significant restenosis. There was stent restenosis as well as thrombosis of the avf which was managed with angioplasty/thrombectomy. Additional details can be found in the attached article titled, 'long-term results of interwoven nitinol stents to treat the radiocephalic anastomotic arteriovenous fistula stenosis'.

Manufacturer narrative:
B3: the date of event is estimated. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. Reportedly, sixty patients were treated with a supera stent in the juxta-anastomotic stenosis (jxas) in the radiocephalic arteriovenous fistula (avf). It should be noted that the supera peripheral stent system instructions for use (IFU) states: the supera peripheral stent system is indicated for peripheral vascular use following percutaneous transluminal angioplasty (pta) and palliative treatment of biliary strictures produced by malignant neoplasms. The reported patient effects of stenosis, thrombosis, hematoma and vessel spasm/recoil (vasoconstriction) are listed in the supera peripheral stent system instructions for use (IFU) as potential adverse effects of peripheral percutaneous intervention. A conclusive cause for the reported stenosis, thrombosis, hematoma and vasoconstriction, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The malfunctions reported in the article are captured under a separate medwatch report number. Attachment: article titled, 'long-term results of interwoven nitinol stents to treat the radiocephalic anastomotic arteriovenous fistula stenosis'.